Event description:
It was reported that the procedure was performed in 2004, with the implantation of two (2) acculink stents. The pt sustained a common carotid dissection during guide wire insertion. The interventional part of procedure was performed on the lesion with difficulty. The pt remained neurologically stable post procedure. Unfortunately, the pt developed heparin induced thrombocytompenia, and renal function deteriorated in spite of volume loading. The pt progressed to renal failure and subsequent volume overload leading to heart failure and atrial fibrillation. The pt sustained ami diagnosed by EKG and serial troponin. The pt desaturated, requiring intubation, inotropic support and a quinton was placed for ultrafillption/dialysis. The pt's condition did not improve. The pt developed pneumonia and sepsis requiring more inotropic support. Support was withdrawn and the pt was pronounced dead eight days later.